Manufacturer narrative:
Product is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the product is received.

Event description:
It was reported that the customer received multiple, intermittent occlusion alarms. The customer changed the infusion set sites and cartridges multiple times. The customer's blood glucose (bg) level was over 400 mg/dl and insulin injections were used to address the bg level. Tandem technical support was unable to perform a system check to determine a possible cause of the occlusions that occurred prior to the supply change; however, the system check using the current pump supplies showed the most recent occlusion may possibly be related to the cartridge. The customer was to use a cartridge from another box and indicated that insulin injections were available to manage diabetes, if needed.